Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. The analyst indicated the rv grommet and rv setscrew were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout for elective replacement, the physician needed a lot of force to pull the right ventricular lead out of the header. The physician wanted to know if there was a problem with the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.